Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed button error after exposure to moisture. Customer¿s blood glucose was unknown at the time of incident. Customer also reported cracks on the insulin pump battery compartment. No troubleshooting was performed. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Unit responded to button presses. No unresponsive button noted. During visual inspection, found the j1 keypad connector on pcba 1 was properly locked. No damage to the keypad assembly noted. No moisture damage on the electronics stack, motor and force sensor noted. Unit passed displacement test and self test.